Event description:
It was reported that the unit was not meshing tissue all the way, the comb was bent and sat too high. The issue did not occur during surgery and no patient involvement was noted. Due diligence is complete. No additional information available. At product evaluation investigation the cutter failed the cut test. It produced an incomplete cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00321-1. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.